Manufacturer narrative:
Additional information: according to the available information, damage to the active electrode as might be caused by the an external mechanical impact appears likely. Re-implantation is being considered, but no date has been scheduled yet.

Event description:
The user's mother reported that the child's hearing skills have not evolved since 2019. According to the mother, the child was hearing all sounds, but currently she is hearing only loud sounds. Re-implantation is under consideration. However, a date will be scheduled only after the covid-19 crisis.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's mother reported that the child's hearing skills have not evolved since 2019. According to the mother, the child was hearing all sounds, but currently she is hearing only loud sounds. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's mother reported that the child's hearing skills have not evolved since 2019. According to the mother, the child was hearing all sounds, but currently she is hearing only loud sounds.